Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported right side pain, capsular contracture, ripple, and exchange from textured to smooth due to concern with the product. Physician reported a bilateral exchange from textured to smooth breast implants due to the patient's concern with the product and a bilateral capsular contracture baker grade IV. Affected side is right. The device remains implanted.